Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the patient experienced a low blood glucose event with a value of 42 mg/dl . The event involved product(s) mmt-1884,mmt-332a,mmt-243a,mmt-7040a. The patient has type 1 diabetes and treated the low blood glucose with sugar packs. The low blood glucose event was not ongoing at the time of the call. The patient reported no pump damage, alarms affecting insulin delivery, or exposure to air pressure changes. The patient reported no unusual events that may have contributed to the low blood glucose. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The patient was advised to monitor pump function and blood glucose levels and to consult their healthcare provider to discuss possible causes of the low blood glucose event. No further patient complications were reported. No product replacement or return was requested for mmt-1884,mmt-332a,mmt-243a,mmt-7040a.